Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable. It was further reported that the target lesion was 80% stenosed and the balloon was inflated once.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable. It was further reported that the target lesion was 80% stenosed and the balloon was inflated once.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.25mm x 15mm catheter was returned for analysis. A visual and tactile inspection was performed on the hypotube shaft identified multiple kinks. Microscopic analysis was performed on the balloon wherein a pinhole was identified 1mm proximal from the distal markerband when attempting to inflate the balloon. No issues or damages on the shaft polymer extrusion. The bumper tip was slightly damaged. A microscopic examination of the distal and proximal markerbands identified no damage. A leak testing was performed wherein the device was attached to an encore inflation device. A pinhole was identified 1mm proximal from the distal markerband when attempting to inflate. The encore device verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.